Event description:
The user facility reported that their vividimage 4k surgical display monitor had lines in the image. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the monitor and found that the line image was distorted, however, the cause of the reported event could not be determined. The technician tested the function and operation of the unit, confirmed it to be operating to specification, and returned the unit to service. No additional issues have been reported.